Event description:
It was reported to philips that the flat detector was defective causing slow image response. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed as planned after restarting the system. The field service engineer (fse) went onsite and identified that there was problem with the detector connection between the fdc and the device during the incident. The analysis of system log file identified the flat detector issue. The fse identified the cause of the issue was due to flat detector controller (fdc) board. The philips engineer replaced fdc board and installed software. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. The issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.